Event description:
It was reported that this patient was experiencing an increase in seizures, which the doctor believed to be due to battery depletion. The patient received a generator replacement, and during surgery at first the impedance value was ok. But when the patient¿s parameters were programmed during surgery, high impedance was observed. After the high impedance was observed they opened the patient up and at the same time a visualization of the lead was not good. The wire inside looked elongated and divided. The patient received a lead replacement several weeks after the generator replacement due to the observed high impedance. The patient's explanted products will not be able to be sent back for product analysis as it was not kept by the hospital. It was also stated that the explanted lead was divided in several pieces to clean out from the patient. No other relevant information has been received to date.